Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with damaged battery. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery in invasive area. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed in the pump's event history. During product evaluation, this condition was duplicated. The assignable cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to resolve this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed that this device was previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.